Manufacturer narrative:
The monopolar curved scissors (mcs) was reviewed and found to have a sheath distal coextrusion lodged at the tube adapter. The mcs also had a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.04mm x 1.40mm in size.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors had a remnant piece stuck to the tip that couldn't be removed. The user aborted the procedure with no further issue reported. It was not confirmed if the fragment fell inside the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.